Manufacturer narrative:
The investigation site had (B)(4) sealed packages of 22g needle-pro hypodermic needles returned. These products were found to be within manufacturing specifications. The customer reported two devices contributed to two reported events. It could not be determined if the returned devices were associated with the two complaint devices; therefore, the evaluation of the returned devices were used for each medwatch. The following medwatch forms were submitted related to this investigation: 2183502-2016-01771 and 2183502-2016-01773.

Event description:
Supplier reported on behalf of customer that a 22g needle-pro hypodermic needle detached during use on a patient. No patient injury was reported. Customer has no further information related to the event.